Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that drawer 4 on the main was not detected on bus. A field service engineer (fse) replaced the drawer controller board and drawer was recovered. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smcicu unit powered off unexpectedly while in use and cannot be powered back on. The customer stated the device shut down during an active session and remained unresponsive. Power connections were checked, and no loose or disconnected cables were identified; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.